Manufacturer narrative:
(B)(4). Date sent: 7/29/2021. What was the issue with the reload ecr45w as the only stapler code reported was psee60a? How many separate staplers had issue of malformed staples? If more than just one psee60a, please provide the product code for each additional stapler that had an issue during procedure and please describe specific issue that occurred with each stapler. According to feedback from the sales, it is unknown and unobtainable.

Manufacturer narrative:
(B)(4). Batch #: u9604l. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during endoscopic segmental lung surgery, after fired, noted the staples were malformed. Changed to another and they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.